Event description:
It was reported to boston scientific corp on the event date, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, approximately twenty minutes into the procedure, there was a low-water level alarm. The heat exchanger cartridge was refilled with approximately 120cc of water and the same amount was removed from the bladder port. The patient complained of urgency to urinate and the cartridge was out of water in a matter of seconds. The prolieve catheter was removed and breakage to the anchoring balloon was noted. The physician successfully completed the procedure with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.